Event description:
It was reported that after a da vinci-assisted proximal gastrectomy the patient experienced a staple line leak. The technical support engineer (tse) reviewed the stapler logs for this procedure: two sureform 60 stapler instruments were used, four blue reloads where fired and one white reload. The logs showed no stapler errors during the procedure. The initial reporter of this event (the site robotics coordinator and a nurse) reported that there were no issues noticed during the procedure. Intuitive surgical, inc. (Isi) performed multiple follow-up attempts to obtain additional information. However, as of the date of this report, no further details have been received. This incident will be reported against the white sureform60 reload and the blue sureform60 reloads, as it is unknown which reload color was used to create the staple line that leaked. The MDR for the blue sureform60 reload will be reported against patient identifier (B)(6).

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. It is unknown what reload was used to create the staple line that leaked. No product has been returned for evaluation. A follow-up MDR will be submitted if additional information is obtained. A senior failure analysis engineer reviewed the stapler logs for the stapler used in this event and the following info was provided: "logs show that sureform stapler instrument part number 480460-09, lot l92211207-0046 was installed 5x and fired 5 reloads (2 blue, followed by 1 white, followed by 2 blue). All firings were completed per the logs with no pauses for compression. There were no incomplete clamps by this instrument." A review of the system logs for the procedure date of (B)(6) 2022 has been performed and the following was observed: no relevant errors were observed during this procedure. This event is being reported due to the following conclusion: it was reported that a staple line leak occurred post-operatively. It is unknown what intervention was performed due to this event.